Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port placement procedure using the m.r.I. Powerport isp. On (B)(6) 2025, it was reported that during a saline infusion, the patient experienced pain and catheter damage was subsequently confirmed. The device was replaced with a new port on (B)(6) 2025. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport MRI isp implantable port attached to a groshong catheter was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A longitudinal split was noted on the border of the attached catheter approximately 5.4cm from the distal end of the cath-lock. The edges of the longitudinal split on the attached catheter were noted to be uneven. The surface could not be determined as additional damage would be caused on the area. Therefore, the investigation is confirmed for the reported catheter damaged issue as more specific catheter fracture was identified during investigation. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion) section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port placement procedure using the m.r.I. Powerport isp. On (B)(6) 2025, it was reported that during a saline infusion, the patient experienced pain and catheter damage was subsequently confirmed. The device was replaced with a new port on (B)(6) 2025. There was no reported patient injury.